Event description:
It was reported that a user died while not using the ilet; the user had briefly used the device after training and then discontinued use, and the family reported no concerns related to the device. Symptoms included death of unknown cause. Outcomes included death with no hospitalization or end-of-life care. Investigation included internal review of the report and collection of information from the family regarding device use at the time of death. Investigation of this case revealed that the device was not in use and there was no indication of a device malfunction or device contribution to the event. It was concluded, based on previously established findings for similar reports, that the cause was unrelated to the device and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.